Event description:
A customer contacted haemonetics on (B)(6) 2011 and alleged that the ceramic seal melted and shredded during the middle of second draw on the plasma collection sys. No donor injury or reaction reported. No operator injury reported.

Manufacturer narrative:
No disposables or solutions used were available for eval. #0625b-00 bowl, lot number 1011011b was the bowl which the event occurred. No non-conformities were noted with the manufacture of the bowl. The defect could not be confirmed and as a result it is inconclusive whether the machine, disposable or operator had caused this event. As the procedure was terminated, the donor experienced a red cell loss. As the donor passed the health criteria to donate, there is a very low risk of anemia requiring medical intervention. This condition would not be considered potentially serious. As reported, if melting were to occur, hemolysis of red cells would be possible. The return of hemolyzed cells is dependent on an operator's awareness of the issue and terminating the procedure prior to returning cells. The impact of hemolyzed cells on a healthy donor could range from no symptoms to acute. As the operator terminated the procedure, there is no potential injury to the donor from hemolysis. No injury was reported by the ctr.